Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that low results were obtained on patient samples on an advia chemistry xpt system. Calibration and quality control (qc) were valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, noted clot check, short sample, liquid level sense (lls) errors, replaced lls sensor for the sample dilution pipetting probe (dpp) and ran qc, which recovered acceptably. Siemens reviewed the instrument data and ruled out reagent issues as qc recovered within acceptable ranges on the day of the event. Siemens further evaluated the event and concluded that the lss sensor led to sample level sense issue and short sample delivery and contributed to the falsely depressed co2_c result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that low results were obtained on patient samples on an advia chemistry xpt system. The customer provided one example of a falsely depressed concentrated carbon dioxide (co2_c) result obtained on a patient sample on this system. The erroneous result was reported to the physician(s). The sample was repeated on an alternate advia chemistry system. The repeat result recovered higher than the erroneous result and matched the clinical picture. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2_c result.